Event description:
Physician reporting capsular contracture baker grade iii, "a thick encapsulation, double capsule phenomenon and rupture of the external cover". This relates to the left device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Calcification: not observed. Double capsule: unable to observe since it is not related to the device. Rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reporting capsular contracture baker grade iii, "a thick encapsulation, double capsule phenomenon and rupture of the external cover". This relates to the left device. Device has been explanted and replaced with a non-allergan device

Event description:
Physician reporting capsular contracture baker grade iii, "a thick encapsulation, double capsule phenomenon and rupture of the external cover". This relates to the left device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.